Event description:
It was reported that the pt arrived at the hosp for her fitting session, there had been no problem beforehand. During the implant check it was found that several electrode channels had high impedance status and were turned off. The last two electrodes are outside of the cochlea. The pt was refitted with no negative hearing benefit.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.